Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer's representative regarding a patient, who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had several falls and his stimulator did not seem to be working. Patient had turned it all the way up. An impedance check was ran and showed 8,9,12,13,14, and 15 over 10,000. Programmed around the open contacts. Patient will go home to see if they get efficacy. Four groups given. Patient uses hd programming. Patient to see hcp in two months. Will follow-up in two months, and will plan for revision if no efficacy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient went to see their hcp on (B)(6) 2018. Patient was getting adequate pain relief with programming that did his last appointment. The cause of the impedance is likely from several falls the patient has had according to the patient's hcp. No surgery needed at this time. Patient is getting pain relief from ins.